Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review could not be performed as the product lot number is unknown. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring iii seals were crushed during the loading process. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The hospital did not report any pt effects. The hospital intends to return the product in question. Refer to MFR # 2242352-2013-01265 for the related report.